Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, non-intuitive motions occurred on an instrument (k10250918-0025) that was installed on universal surgical manipulator (usm) 2. A technical support engineer (tse) was contacted by the customer for troubleshooting. The tse checked the system logs and found several engagement errors recorded on usm 2. The tse asked the customer to reseat the sterile adapter and instrument on usm 2. The caller stated that the issue persisted. The tse then asked the customer to install a different instrument on usm 2. The caller reported that with a different instrument the issue was resolved. The tse asked the caller to re-install the affected instrument on usm 2. The caller stated that the issue reappeared, confirming that the problem was related to the cadiere forceps instrument. The procedure was completing as planned with no reported injury.intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon's head was inside the viewer and the issue occurred while the surgeon was trying to manipulate instruments. The instrument did not move in the intended direction, left observed direction equaled right. There were no collisions observed. The issue was resolved by using a backup instrument.